Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical tests performed under nominal conditions indicates normal functionality. The device image was retrieved and analyzed, indicating an elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. Further evaluation under various pulse amplitude indicated normal current levels. Additionally, visual inspection of the header and connectors found no anomalies related to the field concern. A longevity estimation was performed based on the usage information from the device image and was found to be normal.